Event description:
In 2003, a ventricular assist device pt being supported by a portable pneumatic driver reported that when exercising on the treadmill the driver stopped functioning. The pt stated there were no alarms or warning before the driver stopped. The driver was running on battery b at the time. The driver was plugged into the ac adapter and began to function. The pt was switched to the backup driver. The driver and the batteries were returned to the manufacturer for evaluation.